Manufacturer narrative:
(B)(4). Products: 183210 ¿ vanguard complete knee system femur - unknown. 141225 ¿ tibial tray ¿ unknown. Unknown ¿ patella ¿ unknown. Therapy date: (B)(6) 2006. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07683; 0001825034 - 2018 - 07694; 0001825034 - 2018 - 07697.

Event description:
It was reported patient was noted to have right lower extremity nonobstructing chronic thrombus seen in the right sfv, proximal, distal, medical, and popliteal veins approximately 8 months post primary right total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.